Manufacturer narrative:
A software analysis was initiated to determine the probable cause of the issue. Analysis found that the reported event was not a software issue. Log investigation found instances of framegrabber hardware issue and alerted the user of the event "a missing frame has been detected during the calibration stage. Missing frames affect navigation accuracy. Acquisition has been canceled. Please try again if the problem persists contact technical service". There is no indication this event is related to a software issue. Software functioning as designed. Fdm, fdr and fdc is related to the software analysis. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the issue could not be replicated. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported outside of a procedure that 3d scan was sporadically not possible but 2d was working. There was no patient present.